Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, and a visual inspection of the provided images was conducted for the purpose of this investigation. The product was not returned, however, a visual examination of the provided photographs show that the sheath has separated from the check-flo assembly and cap. It appears that the cap is secured to the check-flo assembly and there was no visible damage/deformation observed in the device components. Per specification, the flares of this device is inspected, ensuring the integrity of the product. The fittings and shrink tube on dilators, sheath, and check-flo proximal fitting are also inspected, verifying they are securely glued. The disc is ensured to be correctly placed, clean and free of foreign debris. The correct sheath connecting cap is also verified and that the flare is caught securely in the cap assembly. In addition, the sheath is inspected ensuring that it does not rotate and that the coil in the sheath continues into cap. As stated per the provided instructions for use (IFU) "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the investigation evaluation, there is no indication that a design or process related failure contributed to the event. Without additional information, nor return of the product, a definitive root cause cannot be established. We will notify the appropriate internal personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), there is insufficient risk due in part to high detection activities, low occurrence and low severity. No further risk reduction is required at this time.

Event description:
During a crossover procedure on a male patient, the valve ripped off the introducer when the physician attempted to remove another manufacturer's 10mm stentgraft. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.